Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.